Manufacturer narrative:
No lot number is available.

Event description:
1 of 2: it was reported to the sales rep that following a thyroid procedure, a scan performed one year later indicated that the surgiflow was still present. It should be dissolve after 4 to 6 weeks. The device is not returning. Additional information was received on 24.04.2026 stating: this complaint covers multiple cases this surgeon has performed where he has seen post op scans significantly longer than 4-6 weeks (up to a year) where he claims to still see surgiflo present on average 2 are used for total thyroidectomies surgiflo was left in the patient no further information claims it was surgiflo based on location and appearance, no other hemostatic agent was used no patient harm caused. Since the surgeon mentions more than one case, an additional case is created in qms.